Manufacturer narrative:
Physio-control evaluated the customer's device and was unable to duplicate the reported issue. The device was archived by physio. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device would not advance to the next step during set up. As a result, defibrillation therapy may be unavailable, if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
The customer received a replacement device. Physio-control continues to investigate the reported failure, and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device would not advance to the next step during set up. As a result, defibrillation therapy may be unavailable, if needed. There was no report of patient use associated with the reported event.